Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 495 mg/dl. Customer stated that the insulin pump was not functioning properly. The customer also stated that they had symptoms like vomiting, abdominal pain, erratic heartbeat and could not stand. The customer was treated with potassium, intravenous drip and fluids. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr , unomed inf set.